Manufacturer narrative:
The ge service rep conducted an onsite investigation and found the interconnect cable and the ac assembly loose. The connectors were resecured. The system was tested and operates as intended.

Event description:
The customer reported that the cable on the back of the workstation was damaged. No pt injury was reported.